Event description:
It was later reported that the pump was used to deliver gablofen. The patient was admitted with serious decubitus ulcers and infection. It was noted that the patient was septic. The patient outcome was reported as ¿no injury¿.

Event description:
It was reported that the patient was admitted to the hospital. It was felt that the patient may be experiencing some underdosing and overdosing. Per the reporter, the patient experienced hallucinations and was "not of sound mind." The patient was "verbal", agitated and in and out of consciousness. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).